Manufacturer narrative:
One used ureteral catheter inside a hospital's packaging pouch was received. A photocopy of the label was returned indicating the lot number u1858924. The catheter is observed to be separated into two segments. One segment measures 62.7cm noting scrape marks 29.5cm in length beginning at the separation and extending to 33.3cm from the end. The tip segment is 7cm in length with scrape marks starting 1mm from the tip and extending the length of the segment. Mating fractures were observed at the point of separation. The catheter appears to have been partially cut and then pulled to separation. Catheter was damaged by an instrument of undetermined origin.

Event description:
Catheter was ripped in 2 parts when removing out of the body without force. One piece was left in the body, surgeon had to remove it separately.